Event description:
It was reported that during an open thyroidectomy procedure the shaft of the instrument was touching the skin of the patient and after 10 minutes, he saw a 1 cm burn mark on the patient's skin.

Manufacturer narrative:
Information not available, device not returned for analysis.